Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery gauge dropped from 40% to 10% while connected to a power source. The customer's blood glucose was 105 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery depletion malfunction could not be evaluated due to damaged usb pins.